Manufacturer narrative:
Batch review performed on 02 sept 2025. Lot: 188994: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 07-01-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Six years after the primary surgery, the patient presented with instability of unknown cause. During the revision procedure, the surgeon upsized the insert from 13 mm to 17 mm. The surgery was successfully completed.